Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. Additionally, the device's display board was replaced due to retrieve log from micro-usb port, the technician performed periodic maintenance, final test, battery checking, valve checking, a test run and cleaning and software version was checked, which was not related to the malfunction/issue.